Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a lump that had come up on their back, they had gotten weak in their legs and they were having a lot of muscle spasms, that had all started about 2 months prior to the report. The patient stated that an infection in and around their spine was diagnosed on (B)(6) 2018 by CT scan; the patient noted that the doctors thought that the infection was related to wires that were left in the patient's back from an ins that was placed 20 years ago. The patient noted that there were no traumas or falls. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they didn¿t implant leads, they explanted the battery. The hcp reported that there were no actions taken in regards to the leads being left in the patient; no issues with retained leads. The hcp reported that there was never an infection and the patient¿s leg weakness and muscle spasms were chronic. No further complications were reported.